Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 1.6, lab: 4.5. Time elapsed between each method of testing is less than one day. Patient's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time the complaint was filed: date: (B)(6) 2012, inratio: 1.6, reference: 4.5, mean: 3.05, confidence limits: 1.8-4.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, the criteria was not met and the values are discrepant beyond the documented variability for pt/inr testing. No product is expected to return. Reviewed reference test on reported lot# k272465. In-house therapeutic donor testing was performed on reported lot# k272465. Results as follows: donor (B)(6): inratio: 2.1, inratio: 2.1, inratio: 2.1, reference: 2.23, %cv: 0.00. Donor (B)(6): 1.7, 1.8, 1.8, 1.85, 3.27. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Accuracy and precision criteria have been met. No further investigation is necessary. Analysis of client's data from inratio and reference method revealed that test results did not meet accuracy criteria. Review of complaint revealed that the customer took longer than fifteen seconds to apply test sample. Reviews of recent in-house therapeutic sample testing of retained strips met accuracy and precision criteria. (B)(4). This issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.